Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after suffering a mini stroke. Interrogation of the system revealed some oversensing of noise on the right ventricular (rv) channel that led to pacing inhibition with only one second of asystole. Additional information provided from the field indicated that the source of the noise was not determined and the stroke the patient suffered was not related to any of the episodes. All other system measurements appeared normal. The patient's system was reprogrammed and remains implanted and in service. No adverse patient effects relating to the system were reported.